Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (2g, intraperitoneal, duration and frequency not reported), ixza injection (1g, intraperitoneal, duration and frequency not reported) and an additional unspecified medication (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information was available.